Manufacturer narrative:
(B)(4). The patient made a mistake by starting therapy over while connected and ending up at prime with the same setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. The patient stated that the homechoice device was at end of therapy, while they were connected to the setup. The patient proceeded through and ended up with the device back in prime. The technical service representative assisted the patient as requested and advised about proper procedure so as to not end up starting over. There was no patient injury or medical intervention associated with this event. No additional information is available.